Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes . Device evaluation: no suspect product was received; however, a photograph and video were provided by the customer. The customer provided photograph and video were evaluated. The media showed the complaint product and a crack was observed on the cartridge tip extending into the cartridge tube. Since no product has been received, no further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device was cracked on the periphery. The customer provided a picture and a video, and the cartridge tip was cracked. Through follow-up, we learned that the issue was identified before patient contact; however, the tip of the cartridge was in contact with the patient's eye and the lens was implanted. No additional medical intervention was performed. The patient is fine. No further information was provided.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.